Event description:
It was reported that the balloon ruptured. The target lesion area was located in a severely calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use in a percutaneous coronary intervention. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.